Manufacturer narrative:
Upon receipt at boston scientific, the complete lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted through the lead lumen. The conductor coils were deformed at 113 and 490 millimeters from the terminal pin. The lead was found to be electrically continuous. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, available information indicates that this lead remains in service. No additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing thresholds and oversensing of atrial activity. The lead was suspected to have become dislodged. Additional information provided by the local field representative (fr) indicated that the physician increased the lv outputs and turned lv sensitivity off. As of today, no intervention has been performed. No adverse patient effects were reported.

Event description:
Subsequent information indicates that a lead revision procedure was performed. An attempt was made to reposition the lead but the lead tip continued to migrate out of the placement site which resulted in muscle stimulation. The lead was explanted and replaced with another lead. No additional adverse patient effects were reported. The lead was returned for analysis.